Event description:
Complainant alleged that after attaching electrodes to a patient in cardiac arrest, the device displayed a dotted baseline. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.